Event description:
It was reported that patient had worn poly in 17 year old knee. Surgeon explanted poly liner and implanted new.

Event description:
It was reported that patient had worn poly in 17 year old knee. Surgeon explanted poly liner and implanted new.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, the results of the invesitgation will be submitted in a supplemental report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon liner. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - hospital policy